Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: patient interface ID#8253200, sn#(B)(4), lot# 205815448. (B)(4). The mainframe and patient interface devices were returned and evaluated by service and repair. The reported issue could not be duplicated or confirmed. There was no functional fault found on the mainframe or patient interface devices. The mainframe was serviced according to product specification instructions; the main board and interface adapter board were replaced and the software was upgraded to the current version. The patient interface was serviced according to product specification instructions; the cable and spare fuses were replaced and a wave washer was replaced due to a loose cable clip. Based on the available information and the product analysis results the most likely root cause is related to operational context.

Event description:
The device was returned for evaluation with a report that during a procedure the device was "not stimulating; working intermittently." There was no patient impact or injury reported.